Manufacturer narrative:
Additional information: section b.3 the recipient is reportedly experiencing a post operative infection since a repositioning surgery on (B)(6) 2020. The infection is located behind the pinna, around the incision scar, and is not device related. The recipient was given a few courses of antibiotics. The recipient is presenting with pain and is still healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved and the wound following explant surgery has healed. The recipient will be monitored following center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly underwent revision surgery in january. The recipient is in the process of healing. The recipient is receiving treatment regularly.